Manufacturer narrative:
Complaint (B)(4). No samples were provided for evaluation. Received customer pictures and video. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. We have no remaining inventory of the material/batch. We have no further complaints on the material/batch. The complaint is closed as cannot be determined.

Event description:
The customer advised the blue top tube 2ml are not filling correctly when they are drawing blood off the IV start site. The customer advised the lab is rejecting the tubes because of underfill. The customer provided a video and photographs with blood collected from syringe transfer into tubes. Ts advised customer of the coagulation draw volume guide, IFU, pa pulse, and order of draw, and blood transfer device solutions.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not obtained from the customer. Samples are not provided by the customer. Quality records and investigation is still in progress. As soon as the investigatoin is completed, a supplemental report will be filed.